Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2013-01365 and 1225714-2013-01366.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
Further attempts were made to obtain complete complaint details and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. Related MFR# 1225714-2013-01365 and 1225714-2013-01366.

Event description:
Additional information noted that the patient experienced a sudden cardiac event and expired approximately one month later, which is alleged to have been caused by his exposure to the product administered during dialysis treatment.